Event description:
It was reported to resmed that an astral device displayed an error message (sf179) related to the super capacitor. There was no harm or serious injury reported as a result of the incident.

Manufacturer narrative:
The astral device was returned to a third party service center. Evaluation confirmed the reported complaint. The main circuit board will be replaced to address the issue. Resmed reference#:(B)(4).